Event description:
A cartridge change error was reported with the pump, but there was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean several components, including the cartridge o-ring and pneumatic tap area, and to correctly load the cartridge. Despite following these instructions, the customer was unable to successfully load the cartridge onto the pump. Technical support assisted the customer in filling and loading a new cartridge; however, the attempt was still unsuccessful, leading to a referral for escalated troubleshooting. The customer was noted to have a new pump but expressed hesitation in switching to it, although they have multiple daily injections as an alternative.